Manufacturer narrative:
(B)(4). No additional similar complaint type event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm vtich12.6 implantable collamer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.